Event description:
It was reported that the patient was scheduled for device replacement. Last regular follow-up was performed on (B)(6) 2024. Prior to procedure the attempt to interrogate device was unsuccessful. Device replacement proceeded as scheduled. Device was discarded. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ipg was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data have been inspected. During inspection, the clinical observation could be confirmed. The interrogation of the ipg was properly feasible on (B)(6) 2024. On (B)(6) 2024, an event of incomplete interrogation was documented in the log data. Based on the stored data, however, it was not possible to correlate the log entry with the ipg under complaint. Based on the available data, no conclusion could be drawn regarding the root cause of the clinical observation despite further thorough investigation. However, the information you provided has been entered into our quality system as a complaint and will be used to evaluate device performance and help to maintain and improve our devices. Should additional relevant information become available, this investigation will be updates.